Event description:
Center reported that 1.5 hours into the hemodialysis treatment the venous pressure alarm sounded. A staff member went to check the pt and found her unresponsive with no detectable blood pressure. Blood was also seen on the floor. Estimated blood loss was not determined. On closer examination, the venous needle had been accidentally pulled out by the pt during treatment. CPR was started by staff and emergency help was called. The pt was transported to the emergency room where she was pronounced dead. The cause of death was reported as:cariopulmonary arrest.